Event description:
It was reported that the procedure was to treat a lesion in the circumflex artery with mild tortuosity. The 4.0 x 12 mm xience pro x stent delivery system (sds) was advanced and inflated to an unknown pressure. After the pressure was brought to zero, and the sds balloon was confirmed to be completely deflated and the stent was fully apposed. During removal, resistance was noted, but it is unknown what the resistance was with. The procedure was completed successfully. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint database revealed no other similar incidents reported for difficult to remove from this lot. Based on the reviewed information, no product deficiency was identified. Xience prox is currently not commercially available in the u.s.; however, it is similar to a device sold in the u.s.